Event description:
The user reported hearing fluctuations when moving her head after a trauma. Re-implantation is being considered. Despite being requested no further information has been received.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure due to the reported external mechanical impact seems likely. However,to determine an exact root cause device investigation of the concerned device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing fluctuations when moving her head. The user suffered a fall four months ago. She commented that around that time she began to notice fluctuations in her hearing. Re-implantation is being considered.